Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section d4:lot # was requested but not provided. Manufacturer's investigation conclusion: the heartmate 3 vad modular cable was returned and evaluated following the reported event of low voltage alarms. The returned discolored modular cable contained rips/tears in the polyurethane jacket with tape covering them and a damaged strain relief on the bulkhead assembly side of the cable. The modular cable was functionally tested and passed all steps without issue. The modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and no issues were observed. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The tape was removed from the modular cable to reveal rips/tears in the polyurethane jacket; however, these cuts did not affect the underlying wires. Multiple attempts were made to gather additional information about the reported event such as if the alarms resolved with the controller exchange, why the modular cable was exchanged, the batch/lot number of the exchanged modular cable, and the patient¿s date of birth and weight; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the lot number of the product is unknown. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms after cleaning equipment and tried new clips and batteries. The controller was switched to backup and a new primary controller was issued. The event log captured the persistent low voltage events on both battery power and power module. The log indicated that there was a voltage issue on both power leads and a controller exchange should resolve it. The modular cable was also exchanged. Related manufacturer report number of controller: 2916596-2021-04261.